Event description:
It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, stent dislodgement occurred. When the stent protector was removed from the 20x3.50mm liberte bare metal stent delivery system, the stent came off of the balloon. The device did not enter the pt and the procedure was successfully completed with another of the same device. There were no pt complications and the pt's current condition is listed as "fine".